Manufacturer narrative:
Insulin pump had no damage found on the lcd isolation tape or over heated battery noted. All operating currents are within specification.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device will be returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm on her insulin pump. Customer also reported a low blood glucose of 35 mg/dl. Customer also stated she is sensitive to insulin. She also stated she went to the pool today which may have caused her insulin pump to overheat. The customer is advised to discontinue her pump and revert to her back-up plan. No additional information is provided.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched on lcd window and scratched reservoir tube window.